Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had a primary hip done on (B)(6) 2014, patient complained of left hip pain, x ray showed translucent line around superior aspect of the cup, doctor concluded that the cup was loose. Femoral head was removed using a bone tamp and a mallet, trident liner removed with a screw, cup was removed using a cup cutter, about 15% on growth according to doctor, prepped acetabulum for new biomet cup, inserted new cup and liner, put universal sleeve on accolade ii stem and new biolox universal head on to complete revision.

Manufacturer narrative:
An event regarding loosening involving an tritanium shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "the primary harm involved is lack of or loss of fixation of a tha acetabular shell requiring revision surgery two years after implantation. The x-ray provided demonstrates radiographic lucency around the entirety of the acetabular shell, worst in the superior aspect. This finding is consistent with lack of or loss of bony fixation. These findings were corroborated at time of revision surgery. Likely causes for this inadequate ingrowth are lack of primary fixation at time of index surgery or infection. There is no evidence for failure of the implant material, design or manufacturing." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: on the basis of provided medical assessment, it is concluded that the primary harm involved is loss of fixation of a tha acetabular shell. The xray provided demonstrates radiographic lucency around the entirety of the acetabular shell, worst in the superior aspect. Likely causes for this inadequate ingrowth are lack of primary fixation at time of index surgery or infection. There is no evidence for failure of the implant material, design or manufacturing. The exact root cause couldn't be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a primary hip done on (B)(6) 2014. Patient complained of left hip pain, xray showed translucent line around superior aspect of the cup. Doctor concluded that the cup was loose. Femoral head was removed using a bone tamp and a mallet, trident liner removed with a screw, cup was removed using a cup cutter, about 15% on growth. According to doctor, prepped acetabulum for new biomet cup, inserted new cup and liner, put universal sleeve on accolade ii stem and new biolox universal head on to complete revision.